Event description:
Procedure performed: unknown. Event description: "report from the sales rep the cannula was broken during the procedure. The case was completed with the new one. It was not a robotic procedure. Initial investigation report the event unit was returned to us and visually inspected. The cannula was found to be broken near the air insertion port. The unit will be returned to amr for further evaluation." Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event based on the evaluation of the returned unit and description of the event.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: "report from the sales rep: the cannula was broken during the procedure. The case was completed with the new one. It was not a robotic procedure. Initial investigation report: the event unit was returned to us and visually inspected. The cannula was found to be broken near the air insertion port. The unit will be returned to amr for further evaluation." Type of intervention: the case was completed with the new one. Patient status: no patient injury.